Manufacturer narrative:
Continuation of d10: product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2025; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780; serial/lot#: (B)(6), ubd: 2025-02-21, UDI#: (B)(4). H3 ¿ the pump and the explanted portion of the catheter were returned. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the pump was replaced today. During the procedure, the surgeon decided to replace the pump segment of the catheter because it looked like the outer layer was "peeling."

Manufacturer narrative:
H3. Pump: analysis identified fluid/crystallized residue on the feedthru posts which leads to an electrically conductive pathway in and around the pump motor circuit and is consitent with a electrical short. Catheter: analysis identified damage on the catheter body which is consistent with explant damage. The damage did not affect the pe rformance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via the company representative (rep) regarding the patient receiving unknown intrathecal medication at unknown concentration/doses via an implantable pump for malignant pain. The company rep reported that a couple of weeks ago, the patient contacted the healthcare provider (hcp) because their pump was alarming. The company rep stated the hcp thought it was due to needing a refill but the at the refill, the programmer stated that there should be 7ml and they did aspirate 7ml from the reservoir. The company rep stated that she was told an alarm was confirmed that day, but the hcp had not been able to confirm with her which alarm was occurring at the time. The patient was reporting that on saturday they heard their pump alarm once at 11am and the again 20-30 minutes later. The patient was reporting hearing their alarm once or twice a day. The company rep called back and stated after interrogating the pump she had seen that the patient had been having daily recurrent motor stalls at inconsistent times throughout the day. Over the course of the phone call, the company rep stated the patient texted her and got 3 different motor stall and the pump was critically alarming. The company rep called back again and stated that the patient's alarm went off 5 times today, 2 times yesterday and once the day before. The company rep wanted to know if a drg made by abbott that was turned off but had a magnet would affect the pump. Patient had hydromorphone.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that they had not discovered any potential causes of the stalls. The pump was continuing to stall one or two times per day and never at the same time. Most were a relatively short duration with the stalls lasting 8 minutes, 25 minutes, 8 minutes, 10 minutes, etc. Per the reporter, the patient had an inactive implanted device from another manufacturer, but they did not believe that was causing the stalls.